Manufacturer narrative:
The pod involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to elevated bg levels. The customer's mother cited "numerous pod failures", though no specific failure mode was reported. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the patient always carry extra supplies in case of an emergency. A follow-up MDR will be submitted if the pod is returned for investigation after this date.

Event description:
The customer's mother reported that her daughter's bg levels "were fine" throughout the night and into the next morning after placing a new pod. Before lunch, however, her bg levels began to elevate. A high bg reading of 289 mg/dl was experienced (but was not treated with a bolus); a little over an hour later, her bg levels had risen to 333 mg/dl, at which point a manual insulin injection had to be administered by a nurse. Her levels continued to rise over the following two hours (up to 490 mg/dl with high ketones); the pod was deactivated at this point. The mother cited "numerous pod failures", though no specific failure modes were identified. The pod will be returned for evaluation.